Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was experiencing no wireless telemetry during implantation. The physician tried to obtain telemetry with another programmer and telemetry was still not successful. The source of the telemetry issue is unknown. The device remains implanted even though a third programmer also failed communication. The patient condition was stable before, during, and after the implant.